Manufacturer narrative:
Unit had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or test for motor error alarm due to no button response. Motor passed motor test. Unit had a scratched display window, cracked battery tube threads and a broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 188 mg/dl. Troubleshooting was performed. The device was returned for analysis.